Event description:
It was reported that during the revision, the patient experienced approximately 1000 ml of blood loss, but did not require a transfusion. Attempts have been made and no further information has been provided.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record identified no deviations or anomalies would contribute to reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. Concomitant medical products: item # 650-1055, head, lot # 176230. Item # 650-1064, taper, lot # 190690. Item # 11-103207, stem, lot # 449570. Item # ep-200144, bearing, lot # 663720. Legal notification. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-08341.

Event description:
It was reported that a patient underwent a revision surgery approximately 8 months post implantation due to pain, popping, and implant fracture. Approximately 3 months prior to the revision surgery, the patient presented with recurring pain and popping in the hip. An aspiration was performed which yielded 80 cc of fluid. Approximately a month later the hip was still swollen. An additional aspiration was performed, which yielded 100 cc of fluid. Cultures were negative for infection. During the revision, a pseudotumor was found with dark fluid, which destroyed the usual tissue planes. It was also discovered that the femoral head was fractured. All fragments were removed. Attempts have been made, and no further information was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of op notes. The patient was revised due to metallosis and pseudotumor. Dual mobility bearing and ceramic head with a sleeve were implanted. 2nd right hip revision op note confirmed that the patient was revised due to pain. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.